Event description:
Facility paramedics arrived on scene of a pt in full arrest. The pt was in basic life support care at time of their arrival on scene and CPR was being administered. The lifepak 12 defibrillator/monitor was connected to the pt. The pt was diagnosed in fine ventricular fibrillation at this time. Reportedly, the defibrillator charged but the device would not discharge energy to the pt. The pt was not resuscitated.